Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient's medical records were received. The medical records were reviewed for MDR reportability. According to the patient's medical records the patient was revised to address nerve pain following their hip revision.